Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 121 mg/dl. Troubleshooting was performed and noticed that the frozen display reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the electrical board was locked properly during visual inspection. No frozen screen noted. Device programmed with the current time and date and monitored for several hours. The time and date is functioning properly.